Event description:
Horseshoe shaped tip of electrode broke off during surgery. Tip was off outside of pt and scrub tech threw it in the kick bucket. Dr continued on using the same electrode and finished the case.